Manufacturer narrative:
As of 07/29/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests. The product is labeled as super strength adhesive not intended for use on delicate skin. The IFU recommends to change the dressing daily, when wet or more often if needed.

Event description:
The initial report on 07/02/2019 consumer stated that product ripped his skin off. Product has been used for a week on his arm. Consumer reported that he will seek medical attention.